Event description:
It was reported that stent damage occurred. A 2.25 x 16mm synergy xd drug-eluting stent (des) was selected for use. However, during preparation, the stent was damaged. The procedure was completed with a 2.26 x 16mm synergy xd des. No patient complications were reported.